Event description:
I am a type 1 diabetic using the beta bionics ilet insulin pump. On friday, (B)(6) 2025, while driving for work (doordash), I experienced a sudden and severe hypoglycemic episode. My blood sugar dropped to 30 mg/dl, causing me to lose consciousness while driving. This resulted in a serious multi-vehicle accident. Even after ems (emergency medical services) treatment and my pump being paused, my blood sugar continued to fall, requiring the hospital to completely disconnect me from the pump and administer IV dextrose. After treatment, my blood sugar then spiked to over 500 mg/dl and I developed diabetic ketoacidosis (dka). In the weeks leading up to this event, I had been experiencing multiple unexplained low blood sugars while using the ilet pump, even after eating and reducing insulin intake. I had communicated concerns about blood sugar instability with my care team. I believe the pump's automated insulin dosing algorithm may have contributed to this life-threatening event. I am submitting this report so this issue can be investigated and tracked for other potential cases.